Event description:
On 18-may-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with a reported blood glucose level of 48 mg/dl resulting in hospitalization. The user was treated with IV dextrose and insulin therapy and remained hospitalized from (B)(6) 2026 through (B)(6) 2026. The user recovered and resumed ilet therapy upon discharge.

Manufacturer narrative:
The user experienced loss of consciousness, a fall resulting in a reported intracranial hemorrhage, and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported blood glucose level of 48 mg/dl and treatment with IV dextrose. According to the reporter, the user was reportedly within target glucose range at the time of the fall and subsequently developed hypoglycemia approximately 20 to 30 minutes later. The user had announced a "more than usual" dinner prior to the event and consumed the associated meal. The user was transported by ems, underwent hospital evaluation, and received ongoing inpatient glucose management with injectable insulin after discontinuation of the ilet during hospitalization. The user was also reported to have significant underlying medical conditions, including cirrhosis, pancreatic mass, and liver mass, which may have contributed to the reported event and difficulty correcting glucose levels. Based on the available information, a causal relationship between the ilet and the reported hospitalization could not be established, and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.